Event description:
It was reported that the left ventricular lead dislodged and exhibited high thresholds. The lead was explanted and replaced on (B)(6) 2013. No patient symptoms were reported.

Manufacturer narrative:
Initial reporter: unknown.